Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient is still in the hospital and is not doing well.

Event description:
It was further reported that the previous information reported of the patient's death was erroneous. The patient is alive and remains hospitalized. We received a comment from the patient's wife via (B)(6). The patient has a tracheal tube and his kidneys have shut down. He will need dialysis. He cannot walk, but has started to move his arms.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Manufacturer narrative:
Outcomes attributed to ae, death date and describe event or problem, complaint source(s), other complaint source: updated. (B)(4).

Event description:
It was further reported via (B)(6) that the patient was in a medical coma for six days and had emergency open heart surgery where he received 12 units of blood. The patient eventually passed away on (B)(6) 2018.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01289. It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system along with a 30mm watchman ® laa closure device & delivery system were used. The distal marker bands were aligned and the physician went to connect the access sheath to the delivery system. Upon returning to fluoroscopy, the physician had moved passed the distal marker on the screen and perforated the appendage. They closed the hemostasis valve and did a contrast injection and confirmed a pericardial effusion with tamponade occurred. They immediately stopped the procedure and left the sheath in place. The surgery team took over and performed open heart surgery. The patient was hooked up to a bypass machine and they ligated the laa. The patient made it through surgery without any apparent neurological impairment or other organ damage. He is currently still in the hospital.

Manufacturer narrative:
Outcomes attributed to ae, death date and describe event or problem, complaint source(s), other complaint source: updated. (B)(4).

Event description:
It was further reported via (B)(6) that the patient was in a medical coma for six days and had emergency open heart surgery where he received 12 units of blood. The patient eventually passed away on (B)(6) 2018.

Event description:
It was further reported that the previous information reported of the patient's death was erroneous. The patient is alive and remains hospitalized. We received a comment from the patient's wife via (B)(6). The patient has a tracheal tube and his kidneys have shut down. He will need dialysis. He cannot walk, but has started to move his arms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient died. The cause of death is unknown. Boston scientific has attempted to obtain additional information regarding this patient's death, but has not received it.